Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse that the implantable cardioverter defibrillator (ICD) contributed to the patient's death. It was not specified how the ICD contributed to the death. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.